Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after the insertion into the urethra, dilatation was attempted, but could not be achieved under fluoroscopic guidance and the catheter was removed from the body. Afterwards, it was found that there was water leakage from the balloon when checked under direct vision.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo samples were submitted by the customer, however, no visible defects were noted from the photos. The physical sample was returned with the inflation device in an open packaging. A potential root cause for this event could be, "poor balloon design (inadequate wall thickness/strength), inadequate material selection, contact with stone". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi." "Only a physician who has an understanding of the clinical applications, technical principles and associated risks of balloon dilation within the urinary tract should use this device." "Inspection prior to use the x-force® balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident." "Caution: if resistance is felt when removing either the catheter or the guidewire from the introducer sheath, stop and consider removing them as a single unit to prevent damage to the product. Applying excessive force to the catheter can result in tip breakage or balloon separation." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that after the insertion into the urethra, dilatation was attempted, but could not be achieved under fluoroscopic guidance and the catheter was removed from the body. Afterwards, it was found that there was water leakage from the balloon when checked under direct vision.